Event description:
It was reported the patient¿s second systems was never put in right. On (B)(6) 2014, 8 months after it was implanted, their device was removed and it was replaced with a rechargeable system. The patient noted their ¿lead wires were all off and x-rays confirmed ¿they were completely off¿. The manufacturer representative thinks the patient was implanted with a rechargeable device due to their high output, 8.0v but was unsure if the device had depleted or not. Information omitted pertaining events (B)(4).

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).